Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation b30 (scope communication error) was not confirmed. The evaluation uncovered a non-olympus lamp life meter was reading at 103+hours and light output measured within range. Additionally, the main power switch was up to date, the fan was running ok and air pressure tested ok. It was recommended the customer to have new lamp replacement to olympus xenon lamp for a better performance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) on the evis exera iii xenon light source occurred with multiple scopes. The customer reported the scopes worked fine when used with another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred from a problem in the connector socket. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.